Manufacturer narrative:
H11: through follow-up communication it was confirmed that the device is cleaned regularly according to the instructions for use, the hospital does not use reusable blankets, the water quality monitoring is applied and the h2o2 is checked daily as prescribed by the IFU, when the device is not in use, is it stored empty; h2o2 is added when changing the water in the tanks (every 7 days), a disposable pall-aquasafe filter with 0.2 m membrane or a filter with equivalent performance is used for tap water; the surfaces and water circuits are disinfected before and after operation and before storing the heater-cooler; the 3t aerosol collection set is replaced after the permitted period of use, the device is placed inside the operating room during use with fan positioned towards the wall opposite the operating table and the distance between the operating field and the device is approximately 2 m, the water source are tested. According to the response provided, the customer strictly adheres to the IFU. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication under previous complaint from the same hospital, livanova learned that the 3t device is cleaned regularly as per the instructions for use, the water quality monitoring was applied, and the h2o2 is checked every day. In addition, a disposable pall-aquasafe water filter with a 0.2 ¿m membrane for tap water or an equivalent performance filter is used. It was reported that the device is drained before being stored and the hospital does not use patient reusable blankets. The heater-cooler surfaces and water circuits are disinfected before every procedure. Surfaces are disinfected after every procedure as well. The aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use with the fan positioned opposite to the patient, with an estimated distance of three (3) meters. Despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milan, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.